Event description:
Evaluation revealed an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of investigation completed on (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During investigation, the pump did not recognize the cartridge and dispensed fluid during the load cartridge phase.